Event description:
On (B)(6) 2014, this patient underwent endovascular repair for an abdominal aortic aneurysm and bilateral iliac artery aneurysm. The patient is enrolled in the gore iliac branch endoprosthesis (ibe) ide study, which involves commercialized gore® excluder® aaa endoprostheses. The investigational devices are the gore® excluder® iliac branch endoprosthesis, consisting of the iliac branch component (ibc) and the internal iliac branch component (iic). An iliac extender component was advanced up and over, for successful deployment within the internal iliac artery. The procedure was successfully concluded with good patency of all the devices, no evidence of endoleak and good flow to the left internal iliac artery and the bi-lateral renal arteries.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
A review of the manufacturing records for the device is being conducted.

Event description:
A contralateral leg component was placed as a bridge graft to the ibe component, and due to some reported infolding, balloon angioplasty was performed. Post angioplasty the infolding was reported to be not significant.

Manufacturer narrative:
Patient medications: current medications include but are not limited to: hydrocodone, plavix, colace, glucotrol, procardia, hydrodiuril. According to the instructions for use (IFU), for the gore® excluder® endoprostheses, the iliac extender endoprosthesis (iliac extender) provides an extension of up to 4cm of either the ipsilateral or contralateral limb. A review of the manufacturing records for the device verified that the lot met all pre-release specifications.